Event description:
Patient underwent placement of apogee vaginal mesh in 2005, and developed persistent dyspareunia after that. Examination of posterior vaginal wall elicited the same pain that the pt was experiencing with intercourse, and mesh was palpable under the vaginal epithelium. Patient then underwent mesh excision approx ten months later, developed recurrent vaginal vault prolapse and underwent a uterosacral ligament suspension in 2006.